Event description:
Discordant, falsely elevated thyroid stimulating hormone (tsh) and follicle stimulating hormone (fsh) results were obtained on an advia centaur xp instrument. The discordant results were released to the physician(s). The samples were repeated on the same instrument and resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tsh and fsh results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that upon rerunning quality controls (qc), the results were out of range. The customer then repeated all the samples since qc was last in range. A siemens field service engineer (fse) was at the customer site. The fse evaluated the device, and observed an overflow during aspiration of two or more cuvettes to be the primary cause of the issues seen. The fse removed the restriction in the waste cap connector from the vacuum pump. The fse also proactively replaced the dispense ports in the wash manifold and ran precision and calibrations, all of which were in range. The cause of the discordant, falsely elevated tsh and fsh results is a restriction in the waste cap connector. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2013-00381 was filed on august 09, 2013. Additional information (08/15/2013): additional discordant results were provided by the customer. Additional information: discordant, falsely elevated vitamin b12 (b12), ferritin and troponin results and falsely low thyroid stimulating hormone (tsh) results were obtained on eight patient samples on an advia centaur xp instrument. The discordant results were released to the physician(s). The samples were repeated on the same instrument and resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin b12, ferritin and troponin results and falsely low tsh results. (B)(6). The cause of the discordant, falsely elevated tsh, b12, ferritin, fsh and troponin and falsely low tsh results is a restriction in the waste cap connector.